Event description:
It was reported that the cadd pump had a ripped and bubbled dso seal. Additionally, the upstream occlusion sensor seal was damaged, and the screen was scratched. This event occurred during testing. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.